Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed with a blood leak alarm before the blood reached the dialyzer. The blood was not returned to the patient. Estimated blood loss was 240 ml's. Patient had no adverse effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this s product shipped to the customer over the past three months prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.